Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a costumer from USA: "power cord (B)(4), lot 5114 outlet box broken. Delay in therapy: unknown. Need for medical intervention: unknown. Serious injury/death: no".